Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of dust and dirt contamination. In addition of the above evaluation, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to contamination and the internal door battery will need replaced due to physical damage and the unit will need programmed, which was not related to the malfunction/issue.